Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is germany. G4 510(k)#: similar device with product# cx01a with 510(k)# k102397, UDI # (B)(4) is marketed in united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a product used for spinal therapy. It was reported that, during an intra-operative spinal interventional procedure, the cement mixture was found to be not liquid but very hard and solid, making it impossible to mix, and it was reported that the cement was not doughy and homogenous prior to delivery. A delay in the overall procedure time was reported. The cement was not used in the patient and was never implanted. The procedure was completed successfully with a new product. Cement storage at proper temperatures was reported, labeling was reported to have been followed, and no in-patient hospitalization, patient symptoms or complications, or treatment or additional surgery were reported. There were no further patient complications have been reported as a result of this event.